Manufacturer narrative:
Reported issue of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip successfully grasped and locked onto tissue; however, the clip failed to release from the catheter due to the spring on the handle being busted. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results: visual evaluation showed that the clip assembly was locked onto the bushing but could not be deployed due to the cross pin being detached from the control wire. The set crew was not fully seated and a kink was noticed in the control wire. The prongs were not locked into the capsule and the over sheath was not returned. Based on the condition and evaluation of the returned device, the most probable root cause is supplier manufacture. The product likely failed to meet the specification due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip successfully grasped and locked onto tissue; however, the clip failed to release from the catheter due to the spring on the handle being busted. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.